Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis removed and replaced due to "tear in tubing." The physician discovered that the tubing near the pump had a tear. The physician replaced the cylinders and connected them to the existing reservoir. The physician later reported that the pump was not cycling. No patient complications were reported in relation to this event.